Manufacturer narrative:
Additional information received from the representative stated the bleeding was regarding to the surgery. It was not confirmed a firm clot, there was some fluttering echo formations.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B5 updated with additional information received from the clinical site. H6 health effect - clinical code e050304 thromboembolism removed due to additional information received confirming no clot seen on echo; adding minor bleed e0506 due to report of heparin being temporarily removed from purge solution to non-access site bleeding post surgery.

Event description:
Update to clinical narrative: additional information recieved confirmed that bleeding did not occur at the impella access site and there was not clot formation noted on the echo of the left ventricle. Original clinical narrative: impella 5.5 was implanted via right axillary/subclavian artery in a 76-year-old male patient with post-cardiotomy cardiogenic shock/low cardiac output syndrome (scai shock stage c; baseline left ventricular ejection fraction (lvef) 15%). High purge pressure and purge system blocked alarms were reported via impella connect beginning (B)(6) 2026 at 14:16. No further purge alarms were reported after (B)(6) 2026 at 06:00. It was reported that, post-operatively, systemic anticoagulation, including heparin in the purge solution, was discontinued for approximately two days due to bleeding complications, without bicarbonate substitution. During this period, high purge pressure alarms were observed. Following reintroduction of heparin to the purge solution, the condition resolved. Impella performance was previously documented on (B)(6) 2026 at p7 with flows of 3.8 l/min, consistent with expected device performance. There was clinical suspicion of left ventricular thrombus formation near the inflow, which may have contributed to subsequent suction alarms on the automated impella controller (aic). Device position and preload were reported as appropriate. The reported event is consistent with purge system conditions secondary to anticoagulation management and potential thrombus formation. There is no evidence to suggest device performance failure. No adverse patient outcome directly attributable to the device or reported event was identified. The patient¿s cardiac function is reported to be stabilized with planned device explant.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was implanted via right axillary/subclavian artery in a 76-year-old male patient with post-cardiotomy cardiogenic shock/low cardiac output syndrome (scai shock stage c; baseline left ventricular ejection fraction (lvef) 15%). High purge pressure and purge system blocked alarms were reported via impella connect beginning on (B)(6) 2026 at 14:16. No further purge alarms were reported after on (B)(6) 2026 at 06:00. It was reported that, post-operatively, systemic anticoagulation, including heparin in the purge solution, was discontinued for approximately two days due to bleeding complications, without bicarbonate substitution. During this period, high purge pressure alarms were observed. Following reintroduction of heparin to the purge solution, the condition resolved. Impella performance was previously documented on (B)(6) 2026 at p7 with flows of 3.8 l/min, consistent with expected device performance. There was clinical suspicion of left ventricular thrombus formation near the inflow, which may have contributed to subsequent suction alarms on the automated impella controller (aic). Device position and preload were reported as appropriate. The reported event is consistent with purge system conditions secondary to anticoagulation management and potential thrombus formation. There is no evidence to suggest device performance failure. No adverse patient outcome directly attributable to the device or reported event was identified. The patient¿s cardiac function is reported to be stabilized with planned device explant.